Event description:
It was reported that on (B)(6) 2019, during a facelift procedure, a part# (B)(4) bur fractured at its tip and the tip became lodged in the patient's orbital bone. As it was not possible to remove the fractured piece without also removing an excessive amount of the bone, the decision was made not to remove it.